Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his down button was not working. The customer's blood glucose was 62 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional informationp rovided.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly, no damage on the keypad assembly. Inspected j2 connector on the lcd and no unlock keypad connector. The insulin pump has minor scratched display window, cracked cast at display window corner, cracked battery tube threads and cracked reservoir tube lip.